Manufacturer narrative:
The table was evaluated by a berchtold field service representative on (B)(4) 2012 at the location where the incident occurred. All the table functions operated as expected without problems, and the reported problem could not be duplicated.

Event description:
During a surgical procedure, rn stated anesthesiologist was not controlling table at the time and pendant was on the head rail of table. Surgeon noted an up motion activation for about three seconds then the table stopped on it's own. No injury reported.